Manufacturer narrative:
Product analysis: the valve remains implanted therefore no product analysis can be performed. Conclusion: without return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve in a native annulus of 25.1 millimeter (mm), the valve was deployed in a high position of 0 mm on the non-coronary cusp (ncc) and 2 mm on the left coronary cusp (lcc). It was reported there were no positioning issues. The valve was constrained at the inflow portion of the valve. It was reported that the patient had a small left ventricular outflow tract (lvot) and annular/aortic calcification which contributed to the incomplete expansion of the valve. Post-implant hemodynamics showed a gradient of 35 millimeters of mercury (mmhg) and mild to moderate paravalvular leak (pvl). A post-implant balloon aortic valvuloplasty (bav) was not performed due to the high risk of valve dislodgement. A second transcatheter bioprosthetic valve was implanted valve-in-valve. To allow for a post-implant dilation, the second valve was placed in a lower position at 3mm, inside the first valve. Two post-implant dilations were performed with two different balloons and resulted in excellent expansion with a resulting trivial pvl. No additional adverse patient effects were reported.